Manufacturer narrative:
Abbott molecular has requested the return of the printer for eval.

Event description:
The abbott m2000 system is intended for use in performing nucleic acid testing in clinical labs. It is comprised of the abbott m2000sp and the abbott m2000rt instruments. The abbott m2000sp is an automated system for performing sample preparation for nucleic acid testing. The abbott m2000rt is an automated system for performing fluorescence-based pcr to provide quantitive and qualitative detection of nucleic acid sequences. A customer in (B)(6) reported that there was a paper jam error on the m2000rt during printing. When the customer tried to clear the jam, he observed that the last papers looked and smelled burnt. The customer indicated the papers looked discolored and there was no visible fire or smoke. There was no injury caused by this issue.